Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, an area of shell abrasion was observed on the posterior view. Leak testing was performed, according to mentor procedure, and it revealed a tear within the shell abrasion measuring approximately less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this 5849228, lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with 425cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal and replacement with 600cc saline mentor smooth round moderate plus profile breast implants, catalog number 3502600, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020.